Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured. There were no patient complications as a result of this event.